Event description:
The bipolar forceps were returned for repair with a report that the ¿black plastic piece is charred/burnt at the connection point¿. There was no report of patient impact.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The instrument was returned for evaluation and repair. Product analysis: the charred/blacken surface is the result of the formation of an electric arc most likely due to the presence of humidity at the connection area (cable not thoroughly dried, blood, tissues, etc.) The root cause of the event was attributed to abnormal use of the device (user not properly sterilizing the part). The instrument was repaired.